Event description:
It was reported that intraocular lens (iol) was fully implanted but was removed in the same procedure, due to a capsule rupture (tear) in patient's right eye. A vitrectomy was performed with a non-amo phacoemulsification instrument prior to the placement of the second (replacement) lens. The replacement non-amo lens was successfully implanted in the sulcus and incision was enlarged slightly at the end of the procedure. An unplanned suture was placed as a result of the incision enlargement. Patient was seen for a one (1) week post-operative examination and was reported to have 20/80 uncorrected visual acuity with 20/25 acuity with pinhole measurement. Patient is scheduled for an additional post-operative examination to measure corrected visual acuity at this time. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.